Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the analog board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.